Event description:
It was reported that the pacemaker system has exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right atrial (ra) lead. This triggered a lead safety switch (lss) resulting in the pacemaker device automatically switching the ra lead from the bipolar to the unipola1 pace and sense configuration. The ra lead is not a boston scientific product. There were subsequent instances of noise, which was oversensed resulting in inappropriate atrial tachy response (atr) mode switch episodes. It was noted that the patient came into the clinic, the lss was programmed off and there has been no noise subsequently observed. Boston scientific technical services (ts) discussed the device header spring contact issue with the representative and provided guidance to consider programming the ra lead to a unipolar pacing and bipolar sensing configuration, if appropriate, in order to eliminate the impedance spikes. The representative indicated that sensing and pacing are otherwise normal. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).